Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor. As per the notes, the user remained unresponsive after multiple callback attempts to provide an update from next level support. A review of the dms shows that the user is currently using the system, and the information is up to date.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care educated the user on lag and trends. The case was escalated, and next level support wish to recommend re-linking the sensor to clear the calibration buffer and correct a potential calibration misalignment. However, multiple callback and email attempts were made, but the user remained unresponsive. A dms review later confirmed the user is actively using the system with up-to-date information. B4. Date of this report 16 dec 2025. G3. Date received by the manufacturer? 16 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.